Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H10. A correction was sent as the notify date of the original report should have been 2021-mar-01 and not 2020-03-01. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via the manufacturer's representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremors and movement disorders. It was reported that patient had sudden onset of speech and walking difficulties. Patient was concerned that the deep brain stimulation (dbs) was off or not working. The dbs device and charging system was checked. Device was on and impedances were good, charging system was working properly. The rep notified the neurology, and CT/MRI have been ordered by the physician. It was unknown whether the issue was resolved at the time of the report. Additional information was received from a consumer who reported the implantable neurostimulator (ins)¿ ¿failed¿ in (B)(6) of 2020. It was explained the ins ¿completely stopped working¿ and the patient ended up being hospitalized. The patient¿s healthcare provider (hcp) initially thought the patient had a stroke, but they eventually discovered the patient¿s stimulation level was set too high and ¿the brain stopped accepting whatever.¿ the hcp reintroduced stimulation ¿at a much lower frequency¿ and has increased stimulation since then, but ¿never all the way up.¿ the consumer mentioned the patient had been going to their hcp every 6 weeks for programming and adjustments. The patient had an appointment with their hcp the morning of (B)(6) 2021 where there hcp ¿made some adjustments¿ and then told the patient that their ins was ¿dead.¿ the hcp suggested the patient call the manufacturer¿s representative (rep), but instead they called for technical support. During the call the patient was using the recharger and confirmed the ins was turned on, all 8 coupling boxes were filled in, and the ins was charging between 25 and 50%. When asked how the hcp decided the ins was dead, the consumer stated the patient was shaking which they believed was an indication the ins was dead. It was noted the patient ¿always shook,¿ but they've been shaking more than normal in ¿at least the last week.¿ it was confirmed the patient had not had any recent falls or traumas. The patient was redirected to their hcp to further address the issue.